Event description:
The customer reported that erroneous carcinoembryonic antigen (cea), ferritin, vitamin b12 and total thyroxine (tt4) results were generated on an access 2 immunoassay system for multiple patients on (B)(6) 2012. The customer indicated that there were approximately twenty patient results affected. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of six patient results. Of those six patient results provided, the tt4 patient results provided were not regarded as erroneous as they repeated within the normal range and were within assay precision limits. This report represents the erroneous ferritin results generated for two patients on (B)(6) 2012. One patient result was below the normal reference range of the assay and the second patient's initial result was above the normal reference range of the assay. Repeat testing of one patient sample produced a higher ferritin result within the normal range of the assay. Repeat testing of the second patient sample reproduced a result elevated above the normal range of the assay; however, collectively the initial and repeat results were outside of labeled assay precision claims. The initial ferritin results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected on (B)(6) 2012 and were stored refrigerated. The samples were collected in serum separator tubes. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument assay quality control results had recovered within customer specifications on the day of the event. A system check performed on the day of the event passed instrument specifications. No hardware or assay issues were noted by the customer at the time of the event. Specific patient information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the mixer bearing and replaced the precision pump belt. The fse also performed preventive maintenance activities. The fse performed a system check and a fifty replicate patient sample precision test. The results of both assessments met instrument and assay specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined for this event to date. Associated mdrs: 2122870-2012-00305, 2122870-2012-00306.